Event description:
It was reported to philips that the device would not successfully complete the operational check. When the charge button is pressed, the device reboots and provides a power error. There was no reported patient involvement.